Manufacturer narrative:
Results: eval of the returned unit did not confirm that the unit does not alarm. Instead, the battery door is chipped on one edge and does not close when batteries are installed. There is corrosion on the battery door contacts due to battery leakage. The liquid label is torn. The battery springs are not seated correctly and are offset. Unit cannot be powered up with batteries since the battery door does not close when the batteries are installed. Unit powers up when using an external power supply. The nurse call light is continuously on even while weight was on a working sensor. Unit passes all other functional tests. Note: the instructions for use state: the posey sitter select is an electronic device. It may fall to work if subjected to severe shock, such as being dropped, or immersed in liquid. Carefully remove batteries to avoid damage to battery door. Hold alarm vertically upside down to prevent battery spring from bending during battery installation. Take care not to damage battery contacts. Batteries can explode or leak and cause damage to alarm if installed incorrectly, fully discharged, or exposed to liquid, fire or high temperatures. If battery damage has occurred, or you see any corrosion, remove the alarm from use immediately. Do not use the alarm if battery damage has been detected. (B)(4).

Event description:
Customer reported that after removing the magnet from the unit it will not alarm and there is a crackling sound coming from the speaker. Customer has replaced batteries with a new supply and there is no physical damage to the unit. The customer did not provide a date when this was discovered and no pt incident or injury was reported.